Event description:
Plastic piece that connects endotracheal tube to ventilator circuit and jet ventilator tubing cracked, with connection to jet tubing nearly disconnected. Removed cracked piece and replaced with intact connector. Prior to noting this crack, infant had frequent bradycardia/desaturation episodes. After replacing connector, noted marked decrease in incidence of bradycardic episodes.